Event description:
Report alleges pt had a biopsy due to fibrocystic disease, no family history of breast cancer, no lumps, only pain. Report also alleges decreased size throughout the years with no history of trauma, increased firmness and pain on the right side since the mid-1980's. An MRI in 1993 was positive for rupture. Pt also has severe progressive systemic symptoms starting "within 3 months of implantation". These symptoms include arthralgias (morning stiffness)/myalgias, paresthesias/dysesthesias, spasms, recent swelling of right, fatigue, sleep disturbances, adenopathy on the left side, fevers/drenching night sweats, headaches, tmj disease on left, visual changes, dizziness, sicca, hair losses, oral/nasal sores, rashes, sensitivity to sun/cold (raynaud's)/chemicals, shortness of breath/cough/chest pain, costochondritis, choking sensation, hypertension, thyroid problems, weight loss and gastrointestinal/genitourinary disturbances. Pt is otherwise healthy.